Event description:
Chief tech reports five incidents of blood leaks with the ca-hp 210 dialyzer. Incidents were noted at the start of treatment with minimal blood loss reported. Treatments were resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per chief tech.